Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (acc tni) result that was generated by the access 2 instrument for a single pt sample. An initial accu tni result was 0.36ng/ml and 0.60ng/ml upon repeat. The original sample was re-centrifuged and then re-tested, and 3 results of 0.01ng/ml were obtained. It is unclear if the results were reported out of the lab. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc levels I and ii were within specifications prior to the event. Qc level I was out of specifications high after the event. A new aliquot of qc level I was made and run three times with good results. Qc level iii was run following the event and recovered within range. A system check performed in 2008 passed. A system check conducted on two days later was out of specifications. Per customer, no adverse events were posted to the event log. The customer collects samples in plastic bd, lithium heparin tubes with gel and centrifuges samples at 2,500 rpm for 10 mins at room temperature. The specimen was aliquoted and then sampled from plastic 13 x 75 pour-off tube. A field svc engineer (fse) was dispatched to the customer's lab on the same day: the fse noted system check run twice with two different sets of aspirate probes failed. The fse inspected the instrument and discovered that peri-pump tubing to aspirate probe #4 had been pinched and had a pin-hole leak. The fse replaced the aspirate pump tubing and cleaned the probes. The customer recalibrated the instrument for accu tni and ran qc; results recovered within range. In a follow-up with the customer on the next day, they stated that qc and pt samples were running without problems. Although hardware issues may have contributed to this event, a clear root cause is unknown at this time. A malfunction will be assumed for the purpose of this report.